Manufacturer narrative:
The unit was received with intermittent buttons due to light moisture damage to keypad traces. There weren't any button error alarms noted. There were no traces of moisture that were noted at electronic or motor assemblies per visual inspection. The unit was received with minor scratches on the lcd window. The unit was received with a cracked case at display window corners and battery tube threads.

Event description:
It was reported that the customer received a button error alarm on the insulin pump during the middle of a soccer match when it was raining. The customer did not recall any significant events leading up to the alarm. Her blood glucose level was not known. The customer was advised to revert to a back-up treatment plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.